Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure a magnet was placed over the device and the patient went bradycardic. The device is still in use. No further patient complications have been reported as a result of this event.